Event description:
It was reported that the 9800 system had an anode hot error and battery charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the battery, cpu, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.